Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience of hemostasis not achieved was confirmed. Inspection of the returned device revealed that an anterior cuff miss occurred during needle deployment. Subsequently, a failure to achieve hemostasis with the device would have occurred as reported. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to achieve hemostasis with the device reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left circumflex artery stenting procedure. Reportedly, hemostasis was not achieved. A second proglide device was used and the entire suture and knot came out with the device. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: sprinter legend rx 2.0x10mm; sheath: 6f; stent: promus element monorail 3.0x16mm; heparin. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.